Event description:
It was reported that a pocket revision to move the patient's implantable neurostimulator (ins) was necessary due to pocket discomfort. During pocket revision, after the ins had been moved, the lead (B)(4) was inserted into the ins; an impedance test indicated some values greater than 10,000 ohms. The lead tails were taken out of the ins and wiped down. The physician was not able to reinsert the leads fully into the header block of the ins, and the last electrode was sticking out of the ins port on both sides. An attempt to swap lead tails using the same lead produced the same results. The physician replaced the lead with a new lead and "things went fine." After the procedure, the patient was getting good therapy. No patient injury was reported.

Manufacturer narrative:
Product ID: 39565-65, lot#: serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead, product ID: 37754, lot#: serial#: (B)(4), implanted: explanted: product type: recharger, product ID: 37744, lot#: serial#: (B)(4), implanted: explanted: product type: programmer, patient. (B)(4). Analysis of the lead (product ID: 39565-65, serial#: (B)(4)) found a procedural non-conformance issue. The proximal ends of the lead were not completely seated in the implantable neurostimulator (ins) port. The connectors were crushed. Setscrew marks on the proximal end of the lead were observed on the #1 and #9 connector sleeves, indicating the lead was not inserted completely into the connector port.